Event description:
Customer reported that when the reservoir goes low they experience higher blood glucose readings than normal. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A low reservoir alarm was noted in the alarm history. High pressure test was performed and the customer stated that the insulin pump alarmed motor error during the test. Customer stated that the insulin pump may have fallen out of their pocket and it has also been worn during airport travel. Customer was unable to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 101 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.